Event description:
It was reported, the pt was hospitalized and had her scs system removed due to an infection at the lead site. Follow up info revealed the pt was also treated with IV antibiotics therapy and the infection has since resolved.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance the nonconformance was identified as cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.